Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 4.00mmx 16mm synergy¿ drug-eluting stent was advanced, however, the device was unable to cross the lesion. The device was then removed from the patient. However, it was noticed that the distal edge of the stent struts was lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.